Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 18-jul-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the first of two reports. Refer to 9611594-2019-00142 for the second event. It was reported the blue connector on the subglottic suctioning microcuff (ssm) endotracheal (et) tube became loose and would not stay on the et tube body. The user attempted to remedy the situation by placing a blue connector component from a size 9.0 et tube on the patient's size 8.0 et tube. This connector also became loose and the "taped the et tube to the 9.0 connector so it wouldn't fall off." The patient was not injured during the procedures to fix the connector.